Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had reservoir leak. Customer was changing the infusion set when noticed the leak after removing the plunger. Customer's blood glucose level at the time of incident was 495 mg/dl which was treated with manual injection, checked blood glucose after over an hour and it was 468 mg/dl. The customer will treat with manual injection. Troubleshooting was not performed. Customer changed the set successfully. The reservoir will be returned for analysis.